Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00155, for the third device reported that was used on the same patient see MDR 3013394970-2021-00157 and for the fourth device reported that was used on the same patient see MDR 3013394970-2021-00158.

Event description:
The user facility reported that the whole angio-seal device came out of the artery and that it seemed to be a handling issue. Vcd specialist will visit the customer when possible. Another angio-seal was used, same problem. There was no significant loss of blood. Procedure performed was a percutaneous transluminal angioplasty (ptca). Hemostasis was achieved by manual compression, standard time till hemostasis was achieved. A pre-deployment angiogram was performed. The estimated blood loss was it less than 250cc. The patient condition was stable. There was no other equipment or devices being used with the reported product. Additional information was received on 10march2021: it was confirmed that the occurrence happened four consecutive times, with four angio-seal devices, attempting to close the same entry site, with the same patient and procedure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).